Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on january 12. 2023. An investigation is in progress for returned product received on january 20, 2023.

Event description:
Started to pull out what I thought was pieces of the string..it was not string, looked like some kind of noodle ¿ vagina [foreign body in reproductive tract]. String came out with applicator....cotton at the end [device breakage]. Tampon cotton had been tampered with [suspected product tampering]. I inserted it, string came out with the applicator..little cotton in the end that the string should have been attached to [complication of device insertion]. Cotton had been tampered with noodles [product contamination physical]. Case narrative: consumer reported via e-mail that the string came out with the applicator during insertion, as she removed the tampon it had noodles attached to it. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Started to pull out what I thought was pieces of the string..it was not string, looked. Like some kind of noodle ¿ vagina [foreign body in reproductive tract]. String came out with applicator....cotton at the end [device breakage]. Tampon cotton had been tampered with [suspected product tampering] . I inserted it, string came out with the applicator..little cotton in the end that the string should have been attached to [complication of device insertion]. Cotton had been tampered with noodles [product contamination physical]. Case narrative: consumer reported via e-mail that the string came out with the applicator during insertion, as she removed the tampon it had noodles attached to it. No serious injury reported.

Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Started to pull out what I thought was pieces of the string it was not string, looked like some kind of noodle ¿ vagina foreign body in reproductive tract. String came out with applicator cotton at the end device breakage. Tampon cotton had been tampered with suspected product tampering. I inserted it, string came out with the applicator little cotton in the end that the string should have been attached to complication of device insertion. Cotton had been tampered with noodles product contamination physical. Case narrative: consumer reported via e-mail that the string came out with the applicator during insertion, as she removed the tampon it had noodles attached to it. No serious injury reported.